Event description:
It was reported that during an unknown procedure, the device activated itself without having the surgeon activating it. The case was completed by using another instrument same like device. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.assumed 1st day of month that complaint was reported.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was tested with a generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing the instrument was disassembled and nothing was found that could have contributed to the continuous activation. It could not be determined why reportedly the device kept being activated after releasing the activation buttons. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.